Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating motor error alarm and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 17.3 mmol/l. The customer reported no delivery during bolus. The customer was assisted with performing 5.0 unit fixed prime and insulin did exit. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.